Event description:
The patient¿s prior pump and catheter were replaced (see manufacturer¿s report # 3004209178-2015-07234). During the procedure, when implanting the new catheter, the surgeon stated that access to the csf (cerebrospinal fluid) was a challenge and after several attempts he was able to enter the intrathecal space with the catheter. A new pump was also implanted. With the patient¿s prior device system, she was on a high dose of gablofen (2000 mcg/ml at 1471 mcg/day). The surgeon was concerned that the patient may get too much with the new catheter in place, so he lowered the dose by 75% to 360 mcg/day. The next day the patient seemed placid and had low blood pressure, so he lowered the dose to 180 mcg/day and patient was being monitored as an in-patient by neurosurgery and neurology. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 85 90-1, lot# n261301, implanted: (B)(6) 2010, product type: accessory. (B)(4).